Event description:
It was reported that during testing, prior to surgery, it was observed that the motor device "heated up". The event was not related to surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.